Event description:
It was reported that the cable was defective. Additional information was requested and on (B)(6) 2015, the following was received from the biomedical engineer: on (B)(6) 2015, the cable gave a constant reading of 300 mmhg. The problem was found by the staff but the biomedical engineer was unaware of what the staff were doing. The following was reported as unknown by the biomedical engineer: at what point during the surgery did the problem occur, patient contact, if the patient was anesthetized when the problem occurred, patient age and gender, type of surgery, if there was any patient harm or injury, if there was a replacement product available to be used, and if there was any surgery delay.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: review of device history records. Review of complaints history. DHR review was completed for camcabl cable serial number (B)(4), work order (B)(4), manufactured in (B)(6), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: (B)(6) 2014. The DHR review has been deemed satisfactory. A minimum of 12 month review of camcabl monitor customer complaints was completed in trackwise® using the following key words ¿pressure display issue¿ and a root cause ¿product not returned¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. The analysis of the complaint investigations and root cause reports has concluded pr (B)(6)is the 2nd identified complaint for the reported failure associated with the camcabl cable that has not been returned for evaluation. No trend has been identified. Trending analysis has concluded no further action is required for the complaint investigation. Further incidents of this nature will be monitored for recurrence and trending purposes. No review of non-conformance reports (ncrs) is deemed necessary as the root cause of the complaint incident was not determined. No further actions are deemed necessary. Future complaints will be continued to be monitored and trended. Since the product was not returned for failure analysis investigation no root cause can be established.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.